Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - constructs: va-lcp/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this complaint is from a literature source. The following literature article has been reviewed: zhang y, tan j, zhang x, han x, li y, gong m, huang q, wang j, jiang x. Robot-assisted retrograde elastic intramedullary nailing versus orif with a plate for displaced midshaft clavicular fractures. Jb js open access. 2025 jan 29;10(1):e24.00071. Doi: 10.2106/jbjs.oa.24.00071. Pmid: 39881855; pmcid: pmc11771674. Objective/methods/study data: the objective of this retrospective study was to compare the clinical outcomes of robot-assisted retrograde elastic intramedullary nailing and open reduction and internal fixation (orif) with a plate for displaced midshaft clavicular fractures. Between november 1, 2022 and june 30, 2023, a total of 116 patients; 74 patients (59 male and 15 female) in the ran group (titanium nail, depuy synthes; diameter of 2.5 or 3.0 mm) and 42 patients (35 male and 7 female) in the plate group (variable angle locking compression plate (depuy synthes) were included in the study. The follow-up period was done at 4, 8, and 12 weeks, and 6 months postoperatively. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: synthes variable-angle locking compression plate and synthes titanium nail (diameter of 2.5 or 3.0 mm) adverse event(s) and provided interventions possibly associated with unk - constructs: va-lcp (qty: 19): -3 patients had delayed union. No intervention was indicated. -1 patient had surgical-site infection. No intervention was indicated. -15 patients reported numbness. No intervention was indicated. Adverse event(s) and provided interventions possibly associated with unk - plates: variable angle-locking compression plate (va-lcp) (qty: 6): -6 patients with skin intact due to implant irritation. No intervention was indicated. Adverse event(s) and provided interventions possibly associated with unk - constructs: titanium elastic nail (qty: 1): -1 patient reported numbness. The numbness had resolved by 28 weeks postoperatively. Adverse event(s) and provided interventions possibly associated with unk - elastic nails: titanium (qty: 5): -3 patients had implant irritation due to nail protrusion with skin intact. Implant removal was carried out at 3 and 4 months postoperatively under local anesthesia. -2 patients had implant irritation due to nail protrusion who experienced local skin erosion. Implant removal was carried out at 3 and 4 months postoperatively under local anesthesia.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.